Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a subintimal false lumen developed. A 2.4 mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the right superficial femoral artery. The procedure was completed with this device without any performance issues. After the device was removed, post dilation was performed with a non-bsc drug coated balloon and after deflation, the post diagnostic view showed a subintimal false lumen that was created thereby limiting flow to the foot. The physician stopped the procedure and there were no further complications. The patient was fine.